Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited unstable thresholds. It was noted that during the first placement of the lead, the lead was screwed in, and unstable thresholds were observed. The physician changed the position and performed testing again and found that the thresholds fluctuated. The physician adjusted the lead position multiple times, attempting mid- to high-septal positions, mid-low septal positions, and positions changed to the apex but the thresholds remained unstable. It was also noted that after two hours of the procedure, the patient experienced intolerance. The rv lead was not used and was replaced. No further patient complications have been reported as a result of this event.